Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue in controller conductors that was unrelated to the wire fatigue associated with lack of monitor communication and fluid ingress the reported event of the system controller being unable to communicate with the system monitor/heartmate touch was confirmed, as the returned system controller (serial number (B)(6)) did not communicate with a known working test system monitor when connected to power upon arrival. The controller was opened, and its power cables were replaced with test power cables. After this replacement, communication with the monitor was restored. The controller was then functionally tested and was found to perform as intended with test power cables. The controller¿s original power cables were opened, and the orange wire within the white power cable was observed to be fractured near the connector-side bend relief. This wire is responsible for communicating information to the system monitor from the system controller, and damage to this wire would prevent the controller from communicating with the monitor. The provided log files were unable to be reviewed as they did not contain data. This likely occurred due to the controller losing communication with the system monitor/heartmate touch during the log file extraction process based on the testing results of the controller. Log files were extracted from the system controller after communication with the monitor was restored; however, no atypical events regarding the controller¿s communication to the monitor were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was determined to be damage to the orange wire within the controller¿s white power cable, consistent with the repetitive flexing of the cable over time. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while in the outpatient clinic and connecting the controller to the power module and heartmate touch, the controller was not recognized by the heartmate touch. Loading the internal battery was indicating, meaning the power module and power module patient cable were connected sufficiently. The hospital connected the same controller to another power module with another heartmate touch and the issue persisted. Three other controllers were connected to the power modules and heartmate touches with no issues. The patient's controller was connected to an old system monitor and it was recognized, but the downloaded log file data was not sufficient, was damaged, and could not be analyzed. A second try had the same thing happen. The patient's controller was exchanged and no connection issues were noted with any monitoring device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.